Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was resistance encountered in the distal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. The catheter used was a marksman (fa-55150-1030, lot no. 227258509).

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. The marksman catheter was not returned. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were found opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. ¿ conclusion: based on the returned device, the customer report of ¿failure to open at the distal end¿ and ¿resistance during delivery¿ were not confirmed, as the pipeline flex was returned without the marksman catheter. Additionally, the distal end was found opened and frayed. The cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity, damaged braid, or the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was minimal and the braid was not positioned in the vessel bend, which rules these out as potential causes. Therefore, the damaged braid contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The cause of the resistance could not be determined as the customer reported that vessel tortuosity was minimal and a continuous flush was used during delivery. Since the catheter was not returned, any contribution of the catheter to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing surgery for treatment of a multiple saccular, unruptured aneurysms of the left internal carotid artery c4-c7 segment with a max diameter of 8mm and a 6mm neck diameter. The landing zone was 3.6mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed contrast agent retention in the aneurysm, with smooth blood flow in the main branches and forward direction. It was reported that when the stent was delivered to the cavernous sinus of the internal carotid artery, resistance began to rise gradually. After deployed the system tension appropriately, it was delivered to the straight section of the middle cerebral artery m1 section. After deployed the stent for about 15 mm, the distal end of the stent still failed to open normally. After recovery, it was tried to reopen it in the straight section of m1, and it was pulled back to the internal carotid artery to open. All these operations failed to open the distal end of the stent. After withdrawing it from the body for observation, the braided wire at the distal end of the stent was partially damaged. The surgeon believed that it was a product quality problem and requested that it be returned for identification. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.